Event description:
It was reported by the plaintiff's attorney that as a result of the implanted mesh the plaintiff experienced emotional distress and a problem with the product. Related MFR report: 2183959-2013-00118.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).